Event description:
Ous MDR. Loss of sensing.

Manufacturer narrative:
Data collection attempts could not provide for incomplete, missing information. It is not suspected that use or continued use of product could result in a patient's death. Upon receipt, the pacemaker interrogation showed the battery status ok, which is an anticipated condition after an implantation duration of nine months. The pacemaker was subjected to a complete and final acceptance test and proved to be within all electrical specifications. Particularly, the device sensing and pacing was flawless. The pacing pulses were measured and the output and rate were determined to be as programmed. The sensing was as specified. There was no over-sensing or under-sensing present during the analysis. The lead impedance measurement was flawless. There was no indication of a device failure. The dimensions of the header bore were within the range requested by the is-1 standard specification. The set screw could be easily screwed in and out and there was no foreign material inside the header bore. The set screw showed a screw mark on the bottom side, indicating that the screw had been tightened sufficiently at least once, during the implantation. The set screw was effectively contacting the sample connector pins. The spring element for the electrical contact between the indifferent lead connector and the indifferent pacemaker channel showed small signs of wear. Sample leads were effectively and reliably connected to the device. The returned printout from 2004 showed loss of sensing during the ssi threshold test. The measured lead impedance on this printout was as low as 355 ohm. Therefore, a contact interruption was not present and not the root cause for the clinical observation. The verification of the impedance measurement proved that the device measurement was as specified. In summary, this pacemaker is fully functional. The root cause of the clinical observation was not pacemaker related.